Event description:
A ventilator was returned to a third party service center alleging a failure related to the ventilator's internal battery. The ventilator was returned to a third party service center and customer's complaint was confirmed. The device's internal battery was replaced to address the issue.